Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a suspended delivery of insulin. The customer stated that blood glucose was 120 and sugar glucose was 50. Customer stated he tried to calibrate again but was unable to do so. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.